Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The data log could not be retrieved and functional testing could not be performed because of a "call tech support" error, which froze the screen and receiver options. The reported event of an intermittent audio output could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.